Event description:
Customer reported operator noticed incorrect patient demographics and state this had happened multiple times. Patient results were not reported to the physician prior to noticing the incorrect patient demographics. There was no impact to patient care as a result of this event.

Manufacturer narrative:
Support personnel assisted the operator with editing report with the correct patient demographics. Support personnel requested the customer go to the analyzer and verify that the rapid sample identification was not turned on. Customer noted the analyzer screen was completely locked and was unable to see if rapid sample identification is configured. Customer was further instructed that there is also an icon on the patient demographics screen that is "last sample" which will place the last patient demographics into the fields. Field service engineer to contact system operators for further training on the system.